Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 12/18/2019: 1. Section b. Box 5. Describe event or problem. H3 other text : placeholder.

Event description:
Based on the additional information received on 18-dec-2019, there was no alleged deficiency related to any penumbra device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician encountered resistance while removing the 3maxc. Subsequently, the 3maxc became stretched and pulled apart within the catheter. Therefore, the 3maxc was removed. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.